Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic anterior resection, during the division of large bowel, the reload was placed onto the tissue and would not fire. The surgeon was unable to squeeze the handle. Another device was opened to complete the case. There was no patient injury.